Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain"), menstrual disorder ("terrible periods that make her sick for up to a week"), abdominal distension ("bloating") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (hysterectomy(scheduled)). At the time of the report, the abdominal pain, genital haemorrhage, pain, menstrual disorder, abdominal distension and intervertebral disc degeneration outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, genital haemorrhage, menstrual disorder and pain with essure. The reporter considered intervertebral disc degeneration to be related to essure. The reporter commented: as per social media content: "hysterectomy on monday." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037546) on 31-oct-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain"), menstrual disorder ("terrible periods that make her sick for up to a week"), abdominal distension ("bloating") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (hysterectomy(scheduled)). At the time of the report, the abdominal pain, genital haemorrhage, pain, menstrual disorder, abdominal distension and intervertebral disc degeneration outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, genital haemorrhage, menstrual disorder and pain with essure. The reporter considered intervertebral disc degeneration to be related to essure. The reporter commented: as per social media content: "hysterectomy on monday". Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. According to the dfmea, the most likely consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event "degenerative disc disease" was added. Reporter information was added. Event genital hemorrhage made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.